Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), back pain ("back pain") and insomnia ("insomnia"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression, back pain and insomnia outcome was unknown. The reporter considered anxiety, back pain, depression, genital haemorrhage, insomnia and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), inflammatory bowel disease ("gastrointestinal or digestive system condition- type: ibd") and autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid") in a 30-year-old female patient who had essure (ess205) (batch no. 508903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) / other injury(ies) or complication- please describe: unable to have intercourse"), arthralgia ("autoimmune disorder type of disorder: joint pain"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), visual impairment ("vision problems"), eye disorder ("eye problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition- type: reflux"), constipation ("gastrointestinal or digestive system condition- type: constipation"), abdominal distension ("bloating"), cervical dysplasia ("high grade cervical dysplasia") and abdominal pain lower ("stabbing pain in lower abdomen"). In 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: reactions to sulfa medications, propolene gycol"), fatigue ("fatigue"), blood testosterone increased ("hormonal changes describe: testosterone began measuring higher than average") and alopecia ("hair loss"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives"), dermatitis ("rashes or skin conditions type: dermatitis") and muscle spasms ("muscle spasms"). In 2015, the patient experienced restless legs syndrome ("neurological conditions or problems type: restless leg syndrome") and smear cervix abnormal ("reproductive system disorder or condition type of disorder or condition: abnormal pap smear"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations, racing heart"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), inflammatory bowel disease (seriousness criterion medically significant), autoimmune thyroid disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,"), back pain ("back pain"), insomnia ("insomnia"), psoriasis ("autoimmune disorder type of disorder: psoriasis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), paraesthesia ("neurological conditions or problems type: tingling"), hypoaesthesia ("neurological conditions or problems type: numbness in hands and feet"), papilloma viral infection ("reproductive system disorder or condition type of disorder or condition: hpv"), premenstrual syndrome ("hormonal changes describe: pms"), tremor ("neurological conditions or problems type: tremors"), chest pain ("chest pain"), abdominal pain ("abdominal pain"), ovulation pain ("painful ovulation") and menopausal symptoms ("menopausal symptoms"). The patient was treated with surgery (to remove essure implant, salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, inflammatory bowel disease, autoimmune thyroid disorder, depression, back pain, insomnia, drug hypersensitivity, female sexual dysfunction, psoriasis, arthralgia, bladder disorder, urinary tract disorder, palpitations, fatigue, blood testosterone increased, urinary tract infection, migraine, headache, hypoaesthesia, restless legs syndrome, urticaria, dermatitis, papilloma viral infection, smear cervix abnormal, eye disorder, weight increased, gastrooesophageal reflux disease, constipation, alopecia, abdominal distension, cervical dysplasia, abdominal pain lower, premenstrual syndrome and chest pain outcome was unknown, the anxiety had resolved and the tooth disorder, dysmenorrhoea, paraesthesia, visual impairment, muscle spasms, tremor, abdominal pain, ovulation pain and menopausal symptoms was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune thyroid disorder, back pain, bladder disorder, blood testosterone increased, cervical dysplasia, chest pain, constipation, depression, dermatitis, drug hypersensitivity, dysmenorrhoea, eye disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, inflammatory bowel disease, insomnia, menopausal symptoms, migraine, muscle spasms, ovulation pain, palpitations, papilloma viral infection, paraesthesia, pelvic pain, premenstrual syndrome, psoriasis, restless legs syndrome, smear cervix abnormal, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in 2005: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and inflammatory bowel disease ("gastrointestinal or digestive system condition- type: ibd") in a 30-year-old female patient who had essure (ess205) (batch no. 508903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) / other injury(ies) or complication- please describe: unable to have intercourse"), arthralgia ("autoimmune disorder type of disorder: joint pain"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), visual impairment ("vision problems"), eye disorder ("eye problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition- type: reflux"), constipation ("gastrointestinal or digestive system condition- type: constipation"), abdominal distension ("bloating"), cervical dysplasia ("high grade cervical dysplasia") and abdominal pain lower ("stabbing pain in lower abdomen"). In 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: reactions to sulfa medications, propolene gycol"), fatigue ("fatigue"), blood testosterone increased ("hormonal changes describe: testosterone began measuring higher than average") and alopecia ("hair loss"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: hives"), dermatitis ("rashes or skin conditions type: dermatitis") and muscle spasms ("muscle spasms"). In 2015, the patient experienced restless legs syndrome ("neurological conditions or problems type: restless leg syndrome") and smear cervix abnormal ("reproductive system disorder or condition type of disorder or condition: abnormal pap smear"). In 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations, racing heart"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), inflammatory bowel disease (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,"), back pain ("back pain"), insomnia ("insomnia"), psoriasis ("autoimmune disorder type of disorder: psoriasis"), thyroid disorder ("autoimmune disorder type of disorder: thyroid"), bladder disorder ("bladder or urinary problems or changes"), dysuria ("bladder or urinary problems or changes"), paraesthesia ("neurological conditions or problems type: tingling"), hypoaesthesia ("neurological conditions or problems type: numbness in hands and feet"), papilloma viral infection ("reproductive system disorder or condition type of disorder or condition: hpv"), premenstrual syndrome ("hormonal changes describe: pms"), tremor ("neurological conditions or problems type: tremors"), chest pain ("chest pain"), abdominal pain ("abdominal pain"), ovulation pain ("painful ovulation") and menopausal symptoms ("menopausal symptoms"). The patient was treated with surgery (to remove essure implant, salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure (ess205) was removed on 23-jan-2017. At the time of the report, the pelvic pain, genital haemorrhage, inflammatory bowel disease, depression, back pain, insomnia, drug hypersensitivity, female sexual dysfunction, psoriasis, thyroid disorder, arthralgia, bladder disorder, dysuria, palpitations, fatigue, blood testosterone increased, urinary tract infection, migraine, headache, hypoaesthesia, restless legs syndrome, urticaria, dermatitis, papilloma viral infection, smear cervix abnormal, eye disorder, weight increased, gastrooesophageal reflux disease, constipation, alopecia, abdominal distension, cervical dysplasia, abdominal pain lower, premenstrual syndrome and chest pain outcome was unknown, the anxiety had resolved and the tooth disorder, dysmenorrhoea, paraesthesia, visual impairment, muscle spasms, tremor, abdominal pain, ovulation pain and menopausal symptoms was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood testosterone increased, cervical dysplasia, chest pain, constipation, depression, dermatitis, drug hypersensitivity, dysmenorrhoea, dysuria, eye disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, inflammatory bowel disease, insomnia, menopausal symptoms, migraine, muscle spasms, ovulation pain, palpitations, papilloma viral infection, paraesthesia, pelvic pain, premenstrual syndrome, psoriasis, restless legs syndrome, smear cervix abnormal, thyroid disorder, tooth disorder, tremor, urinary tract infection, urticaria, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in 2005: total bilateral occlusion most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- allergic or hypersensitivity reaction type: reactions to sulfa medications, propolene gycol, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: psoriasis, thyroid, joint pain, bladder or urinary problems or changes, blood or heart disorder/condition type: palpitations, racing heart, dental problems, dysmenorrhea (cramping), fatigue, hormonal changes describe: testosterone began measuring higher than average, premenstrual syndrome, infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, neurological conditions or problems type: tingling/numbness in hands and feet, restless leg syndrome, psychological or psychiatric problems condition: anxiety depression, rashes or skin conditions type: hives, dermatitis, reproductive system disorder or condition type of disorder or condition: hpv, abnormal pap smear, vision/eye problems type: worsened, weight gain, gastrointestinal or digestive system condition- type: reflux, constipation, ibd, hair loss, other injury(ies) or complication- please describe: unable to have intercourse; bloating; high grade cervical dysplasia, stabbing pain in lower abdomen, muscle spasms, menopausal symptoms, painful ovulation, abdominal pain, chest pain, tremors. Date implanted were update. Onset date of event pelvic pain were update. Concomitant disease, plaintiff name were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic'), inflammatory bowel disease ('gastrointestinal or digestive system condition- type: ibd') and autoimmune thyroid disorder ('autoimmune disorder type of disorder: thyroid') in a 30-year-old female patient who had essure (ess205) (batch no. 508903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included foggy feeling in head, bloating, visual disturbances (not recovered prior to essure), eye disorder (not recovered prior to essure) and gravida ii. Concurrent conditions included body mass index normal. Concomitant products included clonazepam and zolpidem tartrate (ambien). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced arthralgia ("autoimmune disorder type of disorder: joint pain"), constipation ("gastrointestinal or digestive system condition- type: constipation"), abdominal distension ("bloating") and cervical dysplasia ("high grade cervical dysplasia"). In (B)(6) 2005, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,"), palpitations ("blood or heart disorder/condition type: palpitations, racing heart"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("stabbing pain in lower abdomen"). In (B)(6) 2005, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition- type: reflux"). In (B)(6) 2005, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) / other injury(ies) or complication- please describe: unable to have intercourse"), restless legs syndrome ("neurological conditions or problems type: restless leg syndrome"), visual impairment ("vision problems"), eye disorder ("eye problems"), tremor ("neurological conditions or problems type: tremors") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced migraine ("migraines, migraines/ headaches"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2010, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant), psoriasis ("autoimmune disorder type of disorder: psoriasis") and papilloma viral infection ("reproductive system disorder or condition type of disorder or condition: hpv") and was found to have smear cervix abnormal ("reproductive system disorder or condition type of disorder or condition: abnormal pap smear/ abnormal pap"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: reactions to sulfa medications, propolene gycol"). In (B)(6) 2012, the patient was found to have blood testosterone increased ("hormonal changes describe: testosterone began measuring higher than average/ high testeosterone"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced urticaria ("rashes or skin conditions type: hives"), dermatitis ("rashes or skin conditions type: dermatitis") and muscle spasms ("muscle spasms"). On an unknown date, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), back pain ("back pain"), insomnia ("insomnia"), paraesthesia ("neurological conditions or problems type: tingling"), hypoaesthesia ("neurological conditions or problems type: numbness in hands and feet"), premenstrual syndrome ("hormonal changes describe: pms"), chest pain ("chest pain"), abdominal pain ("abdominal pain"), ovulation pain ("painful ovulation"), menopausal symptoms ("menopausal symptoms/ symptoms of menopause"), hot flush ("hot flashes"), temperature intolerance ("heat intolerance"), feeling abnormal ("brain fog"), memory impairment ("memory improving") and toothache ("tooth pain"). The patient was treated with surgery (to remove essure implant, salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, inflammatory bowel disease, autoimmune thyroid disorder, genital haemorrhage, depression, back pain, insomnia, drug hypersensitivity, female sexual dysfunction, psoriasis, arthralgia, bladder disorder, urinary tract disorder, palpitations, fatigue, blood testosterone increased, urinary tract infection, migraine, headache, hypoaesthesia, restless legs syndrome, urticaria, dermatitis, papilloma viral infection, smear cervix abnormal, eye disorder, weight increased, gastrooesophageal reflux disease, constipation, alopecia, abdominal distension, cervical dysplasia, abdominal pain lower, premenstrual syndrome, chest pain, dyspareunia, hot flush, temperature intolerance and toothache outcome was unknown, the anxiety had resolved and the tooth disorder, dysmenorrhoea, paraesthesia, visual impairment, muscle spasms, tremor, abdominal pain, ovulation pain, menopausal symptoms, feeling abnormal and memory impairment was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune thyroid disorder, back pain, bladder disorder, blood testosterone increased, cervical dysplasia, chest pain, constipation, depression, dermatitis, drug hypersensitivity, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypoaesthesia, inflammatory bowel disease, insomnia, memory impairment, menopausal symptoms, migraine, muscle spasms, ovulation pain, palpitations, papilloma viral infection, paraesthesia, pelvic pain, premenstrual syndrome, psoriasis, restless legs syndrome, smear cervix abnormal, temperature intolerance, tooth disorder, toothache, tremor, urinary tract disorder, urinary tract infection, urticaria, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- hot flashes, heat intolerance, tooth pain, brain fog, memory impairment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: social media documents revived, new reporter, patient information added. Event "hot flashes, heat intolerance, tooth pain, brain fog, memory impairment " added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic'), inflammatory bowel disease ('gastrointestinal or digestive system condition- type: ibd') and autoimmune thyroid disorder ('autoimmune disorder type of disorder: thyroid') in a 30-year-old female patient who had essure (ess205) (batch no. 508903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included foggy feeling in head, bloating, visual disturbances (not recovered prior to essure) and eye disorder (not recovered prior to essure). Concurrent conditions included body mass index normal. Concomitant products included clonazepam and zolpidem tartrate (ambien). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced arthralgia ("autoimmune disorder type of disorder: joint pain"), constipation ("gastrointestinal or digestive system condition- type: constipation"), abdominal distension ("bloating") and cervical dysplasia ("high grade cervical dysplasia"). In june 2005, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,"), palpitations ("blood or heart disorder/condition type: palpitations, racing heart"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("stabbing pain in lower abdomen"). In (B)(6) 2005, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition- type: reflux"). In august 2005, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) / other injury(ies) or complication- please describe: unable to have intercourse"), restless legs syndrome ("neurological conditions or problems type: restless leg syndrome"), visual impairment ("vision problems"), eye disorder ("eye problems"), tremor ("neurological conditions or problems type: tremors") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced migraine ("migraines, migraines/ headaches"). In 2007, the patient experienced headache ("headaches"). In (B)(6) 2010, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant), psoriasis ("autoimmune disorder type of disorder: psoriasis") and papilloma viral infection ("reproductive system disorder or condition type of disorder or condition: hpv") and was found to have smear cervix abnormal ("reproductive system disorder or condition type of disorder or condition: abnormal pap smear/ abnormal pap"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In february 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: reactions to sulfa medications, propolene gycol"). In june 2012, the patient was found to have blood testosterone increased ("hormonal changes describe: testosterone began measuring higher than average/ high testeosterone"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced urticaria ("rashes or skin conditions type: hives"), dermatitis ("rashes or skin conditions type: dermatitis") and muscle spasms ("muscle spasms"). On an unknown date, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), back pain ("back pain"), insomnia ("insomnia"), paraesthesia ("neurological conditions or problems type: tingling"), hypoaesthesia ("neurological conditions or problems type: numbness in hands and feet"), premenstrual syndrome ("hormonal changes describe: pms"), chest pain ("chest pain"), abdominal pain ("abdominal pain"), ovulation pain ("painful ovulation") and menopausal symptoms ("menopausal symptoms/ symptoms of menopause"). The patient was treated with surgery (to remove essure implant, salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, inflammatory bowel disease, autoimmune thyroid disorder, genital haemorrhage, depression, back pain, insomnia, drug hypersensitivity, female sexual dysfunction, psoriasis, arthralgia, bladder disorder, urinary tract disorder, palpitations, fatigue, blood testosterone increased, urinary tract infection, migraine, headache, hypoaesthesia, restless legs syndrome, urticaria, dermatitis, papilloma viral infection, smear cervix abnormal, eye disorder, weight increased, gastrooesophageal reflux disease, constipation, alopecia, abdominal distension, cervical dysplasia, abdominal pain lower, premenstrual syndrome, chest pain and dyspareunia outcome was unknown, the anxiety had resolved and the tooth disorder, dysmenorrhoea, paraesthesia, visual impairment, muscle spasms, tremor, abdominal pain, ovulation pain and menopausal symptoms was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune thyroid disorder, back pain, bladder disorder, blood testosterone increased, cervical dysplasia, chest pain, constipation, depression, dermatitis, drug hypersensitivity, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, inflammatory bowel disease, insomnia, menopausal symptoms, migraine, muscle spasms, ovulation pain, palpitations, papilloma viral infection, paraesthesia, pelvic pain, premenstrual syndrome, psoriasis, restless legs syndrome, smear cervix abnormal, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraines, dysmenorrhea, muscle spasms, joint pain, pelvic pain, dental problems, reflux, constipation, ibd, uti, bladder problem, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet received : insertion date updated. Events added- dyspareunia (painful sexual intercourse). Event onset dates updated. Concomitant products added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.